Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that ischemia and myocardial infarction occurred which required intervention. In (B)(6) 2018, the subject was referred for cardiac catheterization. The target lesion was located in the middle right coronary artery (rca) extending up to distal rca with 95% stenosis and was 96 mm long, with a reference vessel diameter of 2.25mm. The target lesion was treated with pre dilatation and placement of 2.25 mm x 32mm promus premier stent system. Following this, post dilatation was performed with 0% residual stenosis. Nine days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject presented with symptoms of ischemia and was hospitalized on the same day for further evaluation and treatment. At the time of the event the subject was on aspirin and clopidogrel. A twelve-lead electrocardiogram (ECG) was performed, and cardiac enzymes were noted to be elevated. The subject was diagnosed with acute non-st elevation myocardial infarction (mi). The location of mi was not identifiable, and it is not a q wave mi. The subject was referred for coronary angiography which revealed 95% restenosis in the distal rca, which was treated with percutaneous coronary intervention (target vessel revascularization-tvr), and also treated medically. Post intervention, residual stenosis was noted to be 0%. Four days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital.